Event description:
It was reported that oasis drain was not suctioning appropriately as bellows were not inflating and issue was resolved on connection of new canister. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.